Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. While loading a new cartridge the customer received a notification that the cartridge needed to be changed out. The customer successfully loaded a cartridge onto the pump. The customer's blood glucose (bg) level ranged from 229 to 460 mg/dl. A correction bolus was delivered to address the bg level. The customer's bg remained high and the cause of the high bg was not known. The customer changed the infusion set and cartridge. Insulin was observed exiting the infusion set tubing. Reportedly, the customer had been using the humalog in the cartridge for 3 days.